Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspections were performed on the returned device. There was visible blood in the marker lumen which indicates there was no blockage in the lumen; therefore, the reported difficulty was not confirmed. The reported blood flow from the proglide marker lumen was not pulsatile could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary catheterization procedure. The marker lumen of the proglide device was pre-flushed with saline prior to the procedure. However, during use, the blood flow from the proglide marker lumen was not pulsatile. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.